Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller stated patient reported experiencing gush of urine right after e-stim when sitting up. Caller said patient turned therapy off for last 3 therapy sessions. The first time patient noticed leakage was after second session which was, "a month ago at the latest," and again at third session. Caller wondering if there is a special mode to activate during e-stim treatments. Agent reviewed compatibility of interstim with e-stim as well as indications for implantation. Agent also reviewed there were no special modes to activate during e-stim.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.